Event description:
Rptr indicated a pt had developed a left neck hematoma with swelling and pain. The pt underwent a complete vns system removal and it is unk if the pt will be reimplanted at a later date. Requests for further info from the rptr have been unsuccessful. The explanted prods have been requested but have not been returned.